Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure via right internal jugular vein using the powerport m.r.I. Isp for chemotherapy treatment. On (B)(6) 2025, post the procedure, it was reported that the catheter was allegedly broken and the postoperative imaging confirmed that the catheter tip was located at the inferior margin of t6. Additionally, it was reported that there was issue with flushing and draw back blood. Subsequently, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and the case was reassessed for reportability. Based on the updated information, catheter migration into the left pulmonary artery with associated extravasation was confirmed. Therefore, the event was determined to be reportable as a serious injury. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. B1, b2, b5, g3, h1, h6 (patient, device, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure via the right internal jugular vein using the powerport m.r.I. Isp for chemotherapy treatment. On (B)(6) 2025, it was reported that the catheter was completely broken with migration to the left pulmonary artery. Postoperative imaging confirmed that the catheter tip was located at the inferior margin of t6. Additionally, issues with flushing and blood return were reported, along with leakage of fluid into the subcutaneous tissue or vein. The port was removed subsequently. The current status of the patient was unknown.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure via the right internal jugular vein using the powerport m.r.I. Isp for chemotherapy treatment. On (B)(6) 2025, it was reported that the catheter was completely broken with migration to the left pulmonary artery. Postoperative imaging confirmed that the catheter tip was located at the inferior margin of t6. Additionally, issues with flushing and blood return were reported, along with leakage of fluid into the subcutaneous tissue or vein. The port was removed subsequently. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one single view chest x ray was provided for review. In the x ray, the port is depicted in the right subclavian region. The entire catheter is separated from the port and has migrated to the left pulmonary artery. Therefore, the investigation is confirmed for the reported catheter fracture, suction problem, difficult to flush, fluid leak, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D(6b), g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.